Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received in single parts with one setting pin missing. The device was received in single parts. The setting screw which holds the connector together is loose; therefore the device fell apart. The device meets the specifications; reassembling is possible. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during an im nailing procedure on the tibia right. The collar on the adapter fell apart, one pin fell away from the sterile field. The surgeon was finished reaming, and the patient was unharmed.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.